Manufacturer narrative:
5/6/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic hernia repair procedure, the instrument broke and the cartridge disengaged. The surgeon retrieved the parts and applied another device without pt injury.